Manufacturer narrative:
The field service representative (fsr) inspected the module, removed a clog from the cuvette washer probes 1and 4, replaced the dryer tip, repaired a leak from the cuvette washer probe 1 and performed multiple additional troubleshooting procedures. The instrument service history review revealed no additional service tickets associated with discrepant /erratic results nor additional service or complaint issues that may have contributed to this issue. Ticket search did not identify trends. Review of the product monitoring review (pmr) scorecard for clinical chemistry systems did not identify any similar issues related to the alinity system. Device history review did not identify any non-conformances related to the complaint issue. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6).

Event description:
The customer observed a falsely depressed sodium result generated on an alinity c processing module for two patients. The following information was provided: sid (B)(6) initial result = 106 mmol/l, repeat result = 138 mmol/l. Sid (B)(6) initial result = 114 mmol/l, repeat result = 136 mmol/l. The customer reference range is 138-145 mmol/l. The doctor had questioned the initial result. There was no impact to patient management. Additional patient results was provided by the customer on (B)(6) 2023. Sid (B)(6) initial result = 117 mmol/l, repeat result = 139 mmol/l.

Manufacturer narrative:
Additional information for section a1: sid (B)(6).

Event description:
The customer observed a falsely depressed sodium result generated on an alinity c processing module for two patients. The following information was provided: sid (B)(6) initial result = 106 mmol/l, repeat result = 138 mmol/l. Sid (B)(6) initial result = 114 mmol/l, repeat result = 136 mmol/l. The customer reference range is 138-145 mmol/l. The doctor had questioned the initial result. There was no impact to patient management. Additional patient results was provided by the customer on (B)(6) 2023. Sid (B)(6) initial result = 117 mmol/l, repeat result = 139 mmol/l.

Manufacturer narrative:
Additional information for section a1 patient identifier: sid (B)(6) and sid (B)(6). All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed sodium result generated on an alinity c processing module for two patients. The following information was provided: sid (B)(6) initial result = 106 mmol/l, repeat result = 138 mmol/l. Sid (B)(6) initial result = 114 mmol/l, repeat result = 136 mmol/l. The customer reference range is 138-145 mmol/l. The doctor had questioned the initial result. There was no impact to patient management.